Event description:
Reportedly, the pacing system was implanted on (B)(6) 2018. During a follow-up performed on (B)(6) 2018, the right ventricular sensitivity threshold was reprogrammed to 0.8mv because oversensing in the right ventricular channel had been detected. During a follow-up performed on (B)(6) 2019, right ventricular oversensing was also observed. Preliminary analysis results showed noise oversensing on the right ventricular channel since (B)(6) 2018. The origin of the observed noise could not be determined with certainty; it could originate from electromagnetic interferences (emi) and/or myopotentials.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the pacing system was implanted on (B)(6) 2018. During a follow-up performed on (B)(6) 2018, the right ventricular sensitivity threshold was reprogrammed to 0.8mv because oversensing in the right ventricular channel had been detected. During a follow-up performed on (B)(6) 2019, right ventricular oversensing was also observed. Preliminary analysis results showed noise oversensing on the right ventricular channel since (B)(6) 2018. The origin of the observed noise could not be determined with certainty; it could originate from electromagnetic interferences (emi) and/or myopotentials.